Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc sv catheter. Usage residues were abundant throughout the sample. Both extension tubes exhibited discoloration. A partially circumferential split was observed in the extension tubing at the white luer/tubing joint. Microscopic inspection of the split revealed a granular fracture surface. The split exhibited a granular fracture surface with beach marks and irregular tear marks. Discoloration and deformation were observed in the vicinity of the split. The split characteristics and material buckling were consistent with material failure due to repetitive stress. It appeared that the tubing fractured, in part, due to repetitive torsional (twisting) stress, suggesting that securement, access and maintenance techniques may have contributed; however, an additional unidentified factor(s) appeared to have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of redw1049 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "patient came in for other reasons. When nurse tried to pull blood cultures, he got air in the syringe. PICC team was called to evaluate. It has a break in it but is not detached yet - break where extension leg meets white hub." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1049 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "patient came in for other reasons. When nurse tried to pull blood cultures, he got air in the syringe. PICC team was called to evaluate. It has a break in it but is not detached yet - break where extension leg meets white hub." No other information was provided.